Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s atrial lead exhibited short episodes of lead noise. The noise was unable to be reproduced with isometrics, arm movements or various breathing situations. No interventions have been performed and the lead would be monitored as the patient is not dependent. The patient was stable.